Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the surgeon was performing circumcision surgery on a patient and requested for a glove change. Upon inspection 2 pieces of the glove were found missing at the fingertips (1 each from both gloves). A thorough check was done on the scrub trolley, operation site, theatres floor, and all the clinical bins. Surgeon rechecked and confirmed it was not in the wound prior to closing the wound. While finishing the operation and removing the disposable drapes, the circulating team examined the drapes and found the two missing glove bits on the sticky part of the drape.

Manufacturer narrative:
A partial sample was returned and evaluated by visual inspection. 3 pieces from the gloves were found affixed to the adhesive on a drape. The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. A review of this complaint issue for the last 12 months did not identify any adverse trend. Based on the lack of a complete sample return, investigation and trending, the root cause could not be determined for this complaint. Potentially, the user may have used excessive force to remove the glove that stuck to the drape adhesive leading to the glove tearing in pieces.